Event description:
The user attended with his parents to the hospital at the beginning of november because the wound over the implant was not intact. The user was hospitalized and was provided with antibiotics for a month until observing any sign of improvement in the zone. Furthermore, the medical team reported that the implant was functioning, however, it seems to be mobilized from its original placement. Revision surgery scheduled for (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user attended with his parents to the hospital at the beginning of november because the wound over the implant was not intact. The user was hospitalized and was provided with antibiotics for a month until observing any sign of improvement in the zone. Furthermore, the medical team reported that the implant was functioning, however, it seems to be mobilized from its original placement. Furthermore, the extrusion seems to have started at the side of incision towards the pinna making the housing visible. The wound healed completely by the activation day. It opened just one month after. The user has been explanted. During the surgery for the reconstruction of a skin graft, the electrode array was accidentally removed from the cochlea. An insertion electrode was inserted for a future re-implantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted after the electrode was accidentally pulled out during a device repositioning and skin flap reconstruction surgery. Reportedly the user had been hospitalized following an infection and extrusion of the device through the skin. Further it was noticed that the housing of the implant had post-operatively migrated from its position, which might have contributed to the observed symptoms. Furthermore, a full electrode insertion was not achieved at implantation surgery. A review of the device device_s sterilization records shows that the device has been subjected to a valid sterilization process.this is a final report.